Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with numerous motor errors. The patient received two a week and a half prior to this complaint, and another one the day before the call. The patient's blood glucose at the time of the first motor error was between 10.0 mmol/l and 12.0 mmol/l. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The customer was also able to rewind the pump. However, the customer confirmed that the pump was exposed to an x-ray machine; the customer was unable to remember when the magnetic exposure occurred, but the customer has gastroparesis and is in the hospital often. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump is out of warranty and will not be returned, but a replacement pump was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, broken battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, a cracked reservoir tube window, and a cracked reservoir tube.